Event description:
It was reported by the technical support coordinator that the tlc55 was used in a left hemicolectomy. It was reported that the instrument would not fire. Another instrument was used to finish the procedure. There was no consequence to the pt.